Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent an endovascular treatment for an abdominal aortic aneurysm with the right common iliac artery aneurysm using gore® excluder® conformable aaa endoprosthesis, gore® excluder®aaa endoprosthesis devices and gore® excluder® iliac branch endoprosthesis (ibe) devices. After placement of iliac branch component (ibc) in the right iliac artery, cannulation to the right internal iliac artery was performed. An internal iliac component (iic) was advanced to the lesion, but interference with a pull-through wire caused difficulty during insertion. Following percutaneous transluminal angioplasty was performed at the ostium of the right internal iliac artery, successful delivery of the iic was achieved, and the iic was successfully implanted. Angiography after balloon touch-up revealed vessel injury in the right inferior gluteal artery. The injured vessel was treated with coil embolization. Final angiography showed a type ii endoleak from the right side of aaa, but the procedure was completed. The physician noted that the timing of the injury to the right inferior gluteal artery was unknown. It is possible that the injury occurred when the guidewire was advanced to the distal portion of the right inferior gluteal artery during percutaneous transluminal angioplasty (pta) of the right internal iliac artery, or during forceful insertion or removal of the internal iliac component (iic).